Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to emergency room due to hypoglycemia on (B)(6) 2026 as the patient did not rewind the pump. The blood glucose was 1.7 mmol/l and the patient was treated with glucagon.